Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was rear ended by a school bus. The patient was ok, except that normally her stimulator was for her left shoulder and hand but she was now feeling stimulation down her left leg. It was noted that this sensation was brand new and started right after the accident. The patient's hcp office was closed and the patient planned to meet a manufacturer representative at the ER to check the system. It was later reported that the patient was seen and impedance measurements were within normal limits, only coverage had changed. The patient was reprogrammed to get better coverage and planned to try the new settings out and follow-up with her hcp in several weeks.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that since the patient was involved in the accident, the patient¿s device had not been effective.

Manufacturer narrative:
(B)(4).